Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the display was not observed to be cloudy: the reported display issue was not duplicated. Moisture was present behind the display lens. The pump failed a leak test due to a display lens leak. The pump case was removed, and evidence of moisture ingress was found on internal components. The relation of the aforementioned device failures to the reported display issue can not be determined, as the reported display issue would have to be duplicated to determine such. Unrelated to the reported display issue, the display screen was dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the pump display lens was cloudy. Also, the reporter alleged that moisture ingress was evident behind the display lens. Reportedly, the user could not read the display screen safely. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.